Event description:
The programming did not show that the medtronic lv lead was unipolar ( set to dual electrode ) so when they changed vector the patient collapsed. This happened on (B)(6) 2011. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).